Event description:
It was reported, the subject device had a cable disconnection. No patient harm reported.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: watertight defect, electrical contact corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations, that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.